Event description:
It was reported that prior to implant the device could not initially be interrogated. Then when it was able to be interrogated there was a recommended replacement time message. The message was able to be cleared and the device was reset and reprogrammed. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.